Event description:
It was reported that the customer received an unexpected restart alarm. It was also mentioned that the insulin pump was exposed to fluids. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive escape, act and down arrow button due to corroded keypad traces. The displacement test, self test and reset error test could not be performed due to the unresponsive buttons. The insulin pump was received with moisture damage on the electronic assembly and motor. The insulin pump had cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.